Event description:
Customer reported there was a popping noise and the system stopped making x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced 2 blown fuses and the ac/dc board and the high voltage tank inverter. System operates as intended. This MDR is related to ge healthcare.